Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and pain at unknown location. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.